Event description:
It was reported by the customer that the alaris patient controlled analgesia (pca) pump module had been requiring restart intermittently for no apparent reason. Per the night shift rn, it was alarming sometimes when the pca was used and sometimes when not used, upon review of "history", multiple instances of the pca dose request cord were noted prior to restart but dose request cord had not been detached. There was patient involvement but impact unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.